Event description:
The following was reported to davol: it was reported that a short time after the operations (2011) the pt experienced an allergic reaction starting in the inguinal area and then spread all over the body. Pt was treated with several different salves. Doctor has not yet confirmed the source of the reaction. No surgical intervention has been reported to date. As this is reported as a chronic condition it may require medical intervention and as such is being reported.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. A mesh sample has been provided to the doctor for reactivity response testing. No results have been provided to davol at this time. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.